Event description:
It was reported that during a prior routine replacement of an implantable cardioverter defibrillator (ICD), this lead was found to be damaged (details not provided). The physician was considering placing an s-ICD system for the patient and there were questions as to whether the s-ICD could direct energy toward the implanted damaged lead. Technical services provided discussion. A lead extraction was not desired, and this lead remains implanted.